Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the angle locks and the distal end had foreign objects. Olympus could not identify the foreign material from the information provided. The reportable event of the angle locks is detectable and preventable by handling device in accordance with the following IFU. Instructions uretero-reno videoscope olympus urf-v3. Chapter 3 preparation and inspection 3.3 inspection of the endoscope important information ¿ please read before use. The reportable event of distal end has foreign objects is detectable and preventable by handling device in accordance with the following IFU. Instruction manual urf-v3 operation chapter 3 preparation and inspection describe the detection method. Instruction manual urf-v3 cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocess of endoscopes. Based on the investigation, it is most likely that the angle locks malfunction probable cause is due to the following factors may affect the angle knob sliding. A foreign object bites into the angle knob sliding part (sprocket), the axis of the angle knob was distorted due to external stress such as bumping or falling of the control part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited that the angle locks and the distal end has foreign objects. There were no reports of patient involvement.